Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: patient age and date of birth unknown / not provided. A4: patient weight unknown / not provided. E1: reporter last name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site # 2 had a defective screw. The doctor initially tried to torque down the screw as the patient was complaining that it was loose. The screw would not tighten and after removing it can be seen that it was damaged/defective.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation and a functional test was performed, signs of wear was identified on the drive feature. No thread damage was identified. The screw threaded into in-house implant as intended. Torque functional test not available. DHR review was completed for the subject lot number 1272071. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272071 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : other and dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw was not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The drive feature was worn. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.